Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were not functional. The customer reported the up and b button was unresponsive when attempting to bolus. The customer also reported their meter readings did not appear on the insulin pump. Customer's blood glucose was 73 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to an unlocked keypad connector. The insulin pump was programmed with a test glucose meter. The insulin pump communicated properly and the blood glucose value was properly recorded. No communication anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.